Event description:
During cataract surgery the doctor attempted to increase the vacuum in the dual segment removal which resulted in the anterior chamber collapsing three times. Upon the surgeons inspection of the irrigation line there appears to be a stricture. The zonule collapsed and a sub-tenon injection was administered for pain relief. The pt suffered a subchoroidal haemorrhage. The pt has recovered and will be able to proceed for further corrective surgery.